Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative on 2017-mar-15. Although it was reported that the patient had never received therapeutic efficacy for three years even with dose changes up to 159 mcg/day. It was also reported that the patient had a sudden loss of therapy. It was reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). Conflicting information was received noting that the pump was replaced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump. The type, concentration, dose, and lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's medical history and concomitant medications were unknown. It was unknown if there was any issue or not with the patient¿s device or therapy. The caller stated he would rather not get into all the details, however, it had not been the best experience and he has had ongoing challenges and the pump therapy hadn¿t worked as they expected it to work since implant with event date of (B)(6) 2014. The patient had a pump refill on approximately (B)(6) 2016 and would address further with their healthcare provider (hcp) regarding field actions, medication, dosing, concentration, etc. They were trying to evaluate if it was the device, patient¿s medical condition, etc. Follow-up is being conducted to obtain all information relevant to the event, such as drug information, pertinent medical history, any additional troubleshooting performed, actions/interventions, and cause of the event. A supplemental report will be provided as additional information becomes available. Additional information was received from a health care provider (hcp) regarding a patient receiving intrathecal lioresal (lot number n614959) 560 mcg/ml at 195 mcg/day from (B)(6) 2016 and lioresal (lot number n631770) 2000 mcg/ml at 182 mcg/day from (B)(6) 2016 (on-going). The patient¿s other medications included zoloft 100 mg 1/day. The patient¿s medical history included multiple sclerosis, depression, spasticity, and no known drug allergies. Diagnostics related to the lack of therapy included an infrared dye study of the catheter on (B)(6) 2014, which was negative. An in-clinic catheter access port (cap) aspiration was done on (B)(6) 2016, and they were able to aspirate. Actions/interventions included switching to flex mode/bolus dosing. The cause of the lack of therapy had not yet been determined. The hcp planned to give a programmed bolus through the catheter and evaluate the response at the earliest convenience for the patient. Additional information received from an hcp via a manufacturer representative on (B)(6) 2017 reported spasticity continued to worsen with dose changes for the past three years; intrathecal baclofen was not effective. There were no environmental/external/patient factors that might have led or contributed to the issue. Diagnostics/troubleshooting performed included increasing the dose, infection ruled out, and a dye study. The whole system was replaced on (B)(6) 2017. The issue was resolved at the time of the report. At the time of the report, the pump contained lioresal with a concentration of 2000 mcg/ml at a dose of 159 mcg/day. The patient status at the time of the report was alive ¿ no injury. Patient weight was asked, but would not be made available. The device would be returned for analysis. Pump logs provided showed that when the pump was examined on (B)(6) 2017, the daily dose was 200.9 mcg/day. Estimated elective replacement indicator (eri) was estimated at 45 months. The catheter access port was at the 2 o¿clock position. The catheter tip was at t11. No further patient complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Analysis of the pump found that there were no anomalies. Analysis of the catheter found that there were no significant anomalies. There was a tear in the seal of the sutureless connector near the guide ring. (B)(4).